Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a oblique lumbar interbody fusion (olif) procedure. It was reported that the percutaneous pin was placed and upon attempting to connect the reference frame, the locking pin fell out of the pin, causing a removal of the pin and re-insertion of a new pin. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
The pin 9733236 150mm sterile perc ref (lot# 180806) was returned for analysis. Analysis found that the returned perc pin was missing the cross pin. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.